Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument frayed. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal idler is frayed. There was no damage found on clevis. Failure analysis investigation also found the following additional damages: the distal edge of the instrument's distal pulley exhibits mechanical indentations/burrs and the surface of the pulley has visible scratches. It was concluded that the damage to the instrument's pulley is likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the instrument's main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; the frayed pitch cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.